Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited elevated thresholds, noise and a polarity switch. The ra lead was explanted and replaced.